Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.5 diopter into the patient's left eye (os) on (B)(6) 2021. On the same date in a separate surgery the lens was explanted due to low vault. The cause of the event is reported as unknown.